Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the device showed that the sutures are still loaded through the shaft. The anchor is broken and partially missing. A functional evaluation of the device showed that the anchor and suture will move off of the insertion shaft with minimal force. Based on the condition of the product material found during visual inspection, additional material testing is not required. An evaluation of the customer provided image shows in the foreground on tyvek or plastic, a label with the identification and batch number of the complaint. Behind the tyvek or plastic, a partial orange healicoil handle and partial inserter shaft is visible. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the polymer specifications found that a material certification of analysis is required with each lot. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The single, undated photo was reviewed. However, it does not aid in determining the clinical root cause of the reported event. Per the complaint details, all of the broken pieces were removed from the patient with tweezers. The procedure was completed with a delay of less than 30 minutes, using a back-up device in same bone hole. No patient injury or other complications were reported. Therefore, no further clinical/medical assessment is warranted at this time. The complaint was confirmed and the root cause was associated with unintended use of the device. A factor that may have contributed to the event might be use of excessive force during insertion can cause failure of the suture anchor or insertion device no containment or corrective actions are recommended at this time. Correction in h6 (health effect - clinical code / health effect - impact code / medical device problem code).

Event description:
It was reported that, during a rotator cuff repair, the healicoil anchor fractured when screwed in. All the broken pieces were removed using tweezers. There was a backup device available, which was used in the originally drilled bone hole. No significant delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.